Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakage from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the adhesive part of the objective lens had peeled off. Additional evaluation findings were as follows: due to a pinhole on bending section cover, water tightness is lost, loosening / deformed / damaged / worn out or scratch of the parts, the adhesive on bending section cover has a chip, the light guide glass, the control unit, the grip, the switch 1, the right/left lever, the up/down plate, the right/left plate, lock engagement lever, light guide connector, the video connector, video connector case, light guide cover glass all have a scratch, due to damage on lock engagement lever(sp), the bending section cannot be fixed firmly, the image sensor pixel error occurs (cosmic rays/static electricity), due to damage on charge-coupled device unit, the image has white dots. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported event was reproduced, and it is most likely that the problem was with the scope. However, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.